Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. (B)(6) there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-05174 / 05177).

Event description:
Patient reported they underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2015 due to loosening. Patient reported the cup was well-fixed. The head, liner, and locking ring were removed and replaced. The patient dislocated six times and underwent manipulation procedures on unknown dates. The patient was further revised on (B)(6) 2015 due to unknown reasons. The head, liner, and locking ring were removed and replaced. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. All components were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.